Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was not impacted. As the customer had changed the cartridge and infusion set was changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of these occlusion was unable to be performed.